Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. The customer troubleshot with technical support. And was advised to replace the blower motor controller and was provided with part number.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code and went inoperable. The customer stated that the blower fan was running but the blower was not. No patient involvement. Event date not specified; estimate used.